Event description:
It was reported that the programmer stylus was unable to calibrate correctly. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer stylus was not aligned with the cursor. The flex cable from the overlay to the printed circuit board (pcb) was reseated, and the stylus was recalibrated to the touch screen. Additionally, the handle covers of the programmer were cracked. If information is provided in the future, a supplemental report will be issued.